Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An optometrist reported an incomplete flap on a patient's left eye during a refractive procedure. The doctor was not able to lift the flap. Therefore, the procedure was not completed. No patient harm noted. The patient will come back in six weeks to continue with treatment.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. A review of the logfile for the treatment day shows during start up the vacuum check, the energy check and the ablation check were performed without issue. Also the image of the ablation check shows a valid and good test. The logfile shows two successfully finished treatments on that day. The logfile shows the energy is stable during treatment. No relevant deviation between planned and performed energy is detectable for the treatment. The user operated surgery within the recommended energy settings. The spot separation of the side cut and the bed cut were also in the recommended range. No technical root cause of device was detectable during review of the logfile. The cas (clinical application specialist) review shows according to the image on the treatment report, a central uncut area is visible on the cornea that might lead to a vertical gas breakthrough (vgb). Vgb is known to appear in thin cuts more often when compared to thick flaps. According to the treatment report, the desired flap thickness was 110¿m. However, fluid and corneal lacrimation might have built a fluid layer (excessive amount of fluid is visible in treatment report), additionally reducing the flap thickness. Also, the canal length is short and is not venting properly. User handling. Fluid and corneal lacrimation might have built a fluid layer (excessive amount of fluid is visible in treatment report), additionally reducing the flap thickness. Also, the canal length is short and is not venting properly. The manufacturer internal reference number is: (B)(4).